Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
Info was rec'd that reported a pt was hospitalized in 2008 due to an incidence of diabetic ketoacidosis. The rptr stated that her daughter woke up vomiting and short of breath. The rptr states that the pt's last blood glucose reading before the hospitalization was on >500mg/dl. The pt was brought to the ER and was admitted with a blood glucose of 596 mg/dl. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report has not been returned for eval.